Event description:
It was reported that the physician was unable to interrogate patient's generator. The physician took steps to troubleshoot her own programming system and is confident that this programming system is working properly. The physician was unable to interrogate this patient's device on (B)(6) 2016 but was able to interrogate another patient successfully on (B)(6) 2016. The physician mentioned that the patient uses his magnet "heavily" and believes this generator is at end of service (pulse disabled stage). Patient was last seen in (B)(6) 2015 and the generator was able to be interrogated at that time. The magnet was swiped during the clinic visit to test if the generator was working but patient did not experience voice alteration. The voice alteration was also not consistent. Patient previously used to experience voce alteration associated with stimulation on times. Attempts for additional relevant information have not been successful.

Event description:
Patient underwent generator replacement surgery on (B)(6) 2016 and the reason for the surgery was marked as prophylactic. The explanted generator was reported to have been discarded. Prior to the surgery, the patient's generator was able to be interrogated successfully. As the physician is confident that their programming system is working properly, it is believed that the presence of electromagnetic interference might have contributed to the initial interrogation failure.